Manufacturer narrative:
No troubleshooting has been performed by maquet. Performed troubleshooting at rt department showed that pre-use check passed without deviation and no issues occurred during several hours of ventilation. The ventilator was put back into service. It is not possible to determine the root cause of the reported failure since no device logs are available and no parts have been replaced. (B)(4).

Event description:
It was reported that alarms were generated and expiratory tidal volumes were not returning while the ventilator was connected to a pt. The pt was manually bagged and the ventilator was replaced. Used pt circuit was discarded. There was no harm to pt. (B)(4).